Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels ranging between 200-400 mg/dl. Correction boluses were delivered and manual injections were administered to address bg. Customer suspected pump was not delivering basal insulin. A system check was performed and the pump performed as intended; however, the customer continued to allege the pump was not delivering basal insulin due to customer's continuing elevated bg.